Event description:
Olympia clinical study: less than 24 hours after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.0mm, 80% stenosed 7mm long portion of the proximal left anterior descending (prox lad) artery extending into the mid lad. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 8.8% 3.00x8mm drug eluting stent in the target lesion. There were no complications reported. Less than 24 hours after the procedure the patient expired. In the opinion of the physician the cause of death was hemorrhage and the relationship to the taxus stent is not related.